Event description:
This is the second of two reports (same distributor, same product ID, same lot number, different serial numbers, same product problem). Linked to mfg report: 3004608878-2016-00260. During a product inspection the customer found that the a2009 ultra 360 patient positioning system was very loose. Specifically the standard adaptor (marked with a number 137). It was very loose when attaching it to both sets of the upper handle assembly during the situation of unlock. The other standard adaptor from another set did not have the same problem. It was suspected that something was wrong with the ball detents for the faulty adaptor. There was not patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on 31 oct 2016. The investigation included: the product was not returned for evaluation. Engineering and repairs were not able to confirm the customer complaint. Customer noted no issues with unit when used with new a1012 horseshoe assemblies. Device history record reviewed for this product ID under lot code/work order (B)(4) manufactured on 02/27/2016 show no abnormalities related to reported incident found. A total (B)(4) units were built and they all passed the 1101 inspection checklist 100% quantity. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in (B)(6) for this reported failure and or related to "very loose when attaching to upper handle assembly" for this product ID shows that 2 complaints were received including both were reported by the same customer on same date. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering and repairs were not able to confirm the customer complaint. Therefore no root cause can be determined. If additional information is obtained, or the sample is returned, this investigation will be reopened.